Manufacturer narrative:
(B)(4). This report is being submitted as an initial final report. Investigation is complete. DHR review: the device history record (DHR) for 00515047500, lot number 64435611, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on (B)(6) 2019, it was reported from (B)(6) hospital-(B)(6) branch that the handgun appears motor run but normal saline cannot spout out. On (B)(6) 2020, a returned product investigation was performed on the 00515047500. The physical evaluation revealed that the fluid nozzle had broken off into the tip adapter of the pump assembly. This would limit the saline flow from the device. The results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation confirmed that the 00515047500 was not spouting saline normal due to a broken tip, it cannot be determined from the information provided what actually caused the tip to break. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: : review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
The handgun appears motor run but normal saline cannot spout out. Event occurred during surgery; no harm and no delay reported. Then, at investigation the physical evaluation revealed that the fluid nozzle had broken off into the tip adapter of the pump assembly. No adverse events were reported as a result of this malfunction. No additional event information available.